Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that the device never really worked well for the patient and had become painful at the ins site. It was also noted that the patient had "malfunctions" of the stimulator. The ins bothered the patient with pain in her back, described as a digging type sensation. It was noted that the patient lost 25 pounds from diet and exercise. The patient also complained of some neck pain out into the right shoulder and arm. At times, her hands got swollen and bruised. The patient and hcp decided to have the ins explanted. During the explant procedure, the hcp removed some modular scar tissue, which was felt to be related to the patient's pain. There were no other complications reported. Information regarding 1st ins infection/removal is included in (B)(4).